Event description:
It was reported that the patient presented in the operating room for an unrelated procedure. During the procedure, the implantable cardioverter defibrillator delivered five inappropriate high voltage therapies due to oversensing electrocautery. The implantable cardioverter defibrillator also had ninety eight magnet reversions during the procedure due to inappropriate magnet placement. No adverse events occurred due to this and the patient remained stable throughout the procedure.